Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to claim intermittent vibration on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available.